Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by weakness. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis. On an unreported date in the same month as the onset, the patient was treated with an unspecified antibiotic (intraperitoneally, dose, frequency and duration not reported) for the event of peritonitis. On an unreported date in the same month as the onset, the antibiotic was discontinued. On an unreported date in the same month as the onset, the patient was again treated with unspecified antibiotic (orally, for about two weeks, dose and frequency not reported) for the event of peritonitis. The patient was discharged from the hospital after four days. At the time of this report, the treatment with antibiotic was ongoing and the patient was recovering from the peritonitis. The pd therapy was ongoing. No additional information was available at this time. This is report 4 of 4 involved in this event.